Event description:
Pt found unresponsive/cyanotic with inner cannula of trach pulled out on chest. Ventilator did not alarm while attached to inner cannula lying outside of pt. Alarm failed to alert staff that equipment not intact.